Event description:
Patient was brought to surgical suite for the intended procedure. During the procedure, the plume pen was used. Per circulating rn: 3 of these broke during the case. After trying to switch the tip 2 or 3 times, the inside part broke, and the tip wouldn't stay in. The device was changed for another, and the procedure continued and was completed without further incident. No patient harm.